Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: failed leak test due to puncture on the cable. The most probable cause was traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited a failed leak test and a puncture on the cable. There was no patient involvement.